Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.00mm x 12mm nc emerge® balloon catheter was selected for dilation. However, during introduction when the balloon was attempted to advance over the guide wire, the shaft broke into two approximately right at the transition from the hypotube to the collar. The procedure was completed using a different device. No patient complications were reported.